Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock lead impedance measurement of 150 ohms. Technical services (ts) indicated that the concern would be for values greater than 150 ohms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.